Event description:
It was reported the patient's blood glucose level rose to 360 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found to be dislodged. Patient was able to apply a new pod.

Manufacturer narrative:
Retrieving data. Wait a few seconds and try to cut or copy again. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemialot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.